Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The device was cycled, fed and formed the remaining clips within mfg specifications. The device locked out as intended, but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the mfg process. Malformed clip, indicator wheel failure.